Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, ?primary audible alarm power on self-test? Found in the log several times and ?acu watchdog? As a sympathy alarm. To conduct functional testing the device was powered on and had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. Unable to determine the intermittent of the error. Audio test was performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in may 2022 and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump exhibited a primary audible alarm. No patient injury reported.